Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the display is blank on the insulin pump before and after a battery change. Customer does not recall any significant events leading to the error. Customer's blood glucose was 144 mg/dl at the time of incident. Troubleshooting advised the customer to clean the battery contacts and wait for ten minutes to see if issue is resolved and then to call back if the issue persists. No further information was provided.